Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a distributor via email that an ar-1204af-95 flipcutter ii broke during reaming the femoral bone socket. Surgeon did not retrieve the broke piece and it remains in the patient. This was discovered during a procedure on (B)(6) 2022.